Event description:
It was reported that this right atrial (ra) lead had been previously tuned off due to high thresholds. Subsequently, the lead was surgically capped and replaced. No adverse patient effects were reported.